Manufacturer narrative:
Per the t:slim x2 user guide, before taking a blood glucose measurement for calibration, wash your hands. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The cgm bg reading was 211 mg/dl, and the meter bg reading was 144 mg/dl. In addition, it was reported that the customer would not wash and dry hands all the time. Reportedly, the cgm bg reading was 58 mg/dl, and the meter bg reading was 78 mg/dl. No additional patient or event information was available. Tandem technical support instructed the customer to use a new sensor.